Manufacturer narrative:
One smiths medical cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. Multiple high pressure alarm messages were noted with in the device history review; finding now related complaint problem. Three separate delivery accuracy tests were performed finding that the pumps average delivery error to be within the published specification of +/-6%. Noted that the expulsor would be trimmed down to bring the delivery accuracy tests closer to nominal of a range. Based on the evidence, the complaint was confirmed as the pump was found to be "slightly" over delivering but was still within published specifications. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip ambulatory infusion pump over infused by 20mls. There were no reported adverse patient effects.